Event description:
Following a refill session in mid-june, the patient experienced a headache, a metallic taste, and strong tingling of her hands and feet. The patient reported waking up sweating. The patient also experienced overdose symptoms from prialt including hallucinations. The patient heard sounds as if they were "music". The patient heard the refrigerator running & thought this sounded like a "rock band" was playing "really loud". The patient was traveling, but had spoken to her pump managing physician who recommended that her last dose adjustment be reduced by 10%. The patient saw a physician while traveling regarding the dose adjustment. When the pump was interrogated, a motor stall and tube set message were noted. A critical pump alarm was sounding. The pump logs were read and showed "reset occurred- low battery (2b)" and "reset occurred (01)" every 5 minutes throughout the log history, which began in 2009. It was recommended that the pump be replaced due to a low battery. It was noted that at the pump refill visit in mid-june, the pump battery showed 60 months left. It was also noted that the patient had had an MRI 6 weeks prior. The patient then experienced withdrawal from morphine; including "horrible pain", it lasted less than a week. The pump was replaced. The device system was used to deliver morphine, bupivacaine, and prialt. Additional information has been requested, a follow-up report will be sent if additional information becomes available.